Manufacturer narrative:
Follow-up #1: date of submission 08/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: there was corrosion observed in the battery compartment. The battery compartment was cracked above and below bumper pad. The pump failed to power on. Moisture damage was found on the printed circuit board.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.